Event description:
The ethicon 12 mm hassan trocar (reprocessed) was placed in the pt. It was removed because, it needed to be repositioned and when the surgeon removed it, the scrub tech noticed that one of the black buttons on the side of the trocar was missing. The portion that was defective was not inserted in pt. The scrub tech immediately notified the surgical team and a search of the area was done. The missing piece would not be found. Also, a small plastic piece from the side of the trocar had broken off. This was also never inserted into the pt. It was located.